Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the trail patella showed evidence of use with scratches on all surfaces. The superior peg had fractured. Root cause of the event was most likely attributed to surgical technique; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported that patient underwent a total knee arthropasty in (B)(6) 2015. During the procedure, one peg on the patella fractured. The fractured piece had to be retrieved from the patient. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, one peg on the patella fractured. The fractured piece had to be retrieved from the patient. No further information has been provided.